Event description:
The subject device was used during laparoscopic sigmoid colectomy. A scrub nurse suffered second-degree burn, because she had the grasping section of the device when she received it from a doctor just after use. And she had a scrape around the joint of thumb and bled. A doctor diagnosed her burn and bleeding as mild-degree. The procedure was completed with another similar device and other nurse. There was no patient injury reported.

Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus medical systems corp (omsc) could not evaluate the referenced device. The lot.# of the device was unknown, however the manufacturing history within the 3 months of past from a delivery day was reviewed, with no irregularities noted. And this device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. Considering the report from the user, omsc concluded that reported burn and bleeding of the nurse occurred since she had the grasping section that was hot after activating, when she received it after use from a doctor. And the doctor and the facility said that the phenomenon was due to the bad cooperation of the doctor and the nurse and a mistake of them. The instruction manual of the subject device already cautions; the grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.